Manufacturer narrative:
Batch review performed on 17 april 2018. (B)(4).

Event description:
The patient came in due to signs of infection 1 month and two weeks after primary. The pathogen is unavailable. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully.